Event description:
The customer stated that he tested his blood glucose and received a reading of 30 mg/dl. He retested within 3 minutes and received readings of 213 and 217 mg/dl. The difference between the first reading and the last two readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not adjust his medication or allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.